Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent ventral hernia repair in 2006 and mesh was implanted. On (B)(6) 2008, the patient felt a pop in the stomach and followed up with the surgeon approximately two weeks later. It was reported that the physician opined the patient needed to lose additional weight. The patient continued to follow up with the physician on a regular basis. The patient visited the emergency department numerous times between (B)(6) for difficulties with breathing and dehydration. In (B)(6) 2008, the patient consulted with another physician who diagnosed bowel issues. On (B)(6) 2008, the patient underwent removal of the mesh. It was reported the mesh had broken away from the abdominal wall, was looped and infused into the bowel and the patient had an infection and was dehydrated. An unknown mesh was implanted. Additional information has been requested.